Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 6.1 and 6.2 failed. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that half-height drawers 6.1 and 6.2 were not on the bus. A field service engineer (fse) found no lights on the boards and replaced the controller board and drawer board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 6.1 and 6.2 failed. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.